Event description:
A distributor reported an issue with a tank estimate being incorrect after the customer changed and reset the pump. There was no information provided regarding the impact on the customer's blood glucose level. The pump could not be returned as it was no longer under warranty, and no further actions or outcomes were documented.